Event description:
The facility is reporting that 2 patients underwent successful knee procedures with the use of mitek biointrafix and an auto graft for fixation on (B)(6) 2012. One of them had a post-op bacterial infection ((B)(4)) and the other (this complaint) is a mold issue. Approximately (B)(6) days post-op the patient presented with night sweats, fever to 102f and increasing pain not controlled with narcotics. Cultures completed multiple times; clinic and hospital cultures grew out scedosporium profilicans (test results copies not being made available to mitek). On (B)(6) 2012 the patient underwent I & d, hardware not removed. Patient continued to exhibit signs and symptoms of ongoing infection. On (B)(6) 2012, the patient returned to surgery and had the hardware and auto graft removed. Initially the patient was being treated with an IV broad spectrum antibiotic. Later cultures grew mold and so patient was switched to antifungal combination of IV and po meds. Vycril suture used for wound closing; the facility's sterile processing records were reviewed by them and found to be clear of issues. The patient has undergone several surgeries, 3 I&ds, removal of fixation device (s) and the auto graft. The cdc and the FDA were contacted by the facility for permission to use experimental medication as the infection/fungus is difficult to treat and is uncommon in non-immune compromised humans, as this patient is, and there is little medical data to work with. At this point in time, the patient is in guarded condition. 1221934-2012-00103, 1221934-2012-00104, 1221934-2012-00105, 1221934-2012-00106 and 1221934-2012-00107

Event description:
Facility has post-op patient infection investigation in progress. Amongst medical devices and instrumentation used in the 2 procedures, several mitek soft tissue fixation devices were used. At this point in time, this is all of the information made available to mitek. Numbers 1221934-2012-00103, 1221934-2012-00104, 1221934-2012-00105, 1221934-2012-00106 and 1221934-2012-00107.

Manufacturer narrative:
(B)(6) days have passed since this issue was first reported to mitek. We do not believe that the mitek products used in this procedure were contributory to this issue in any way. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. In addition to this, a review into the complaint system of the sterile load of devices which accompanied this part/lot into the sterilization processes found on other similar complaints for them. The user facility is in an ongoing investigation to try and determine, if possible, the root transmission of the "fungus"; the patient is in guarded condition and is being treated towards relief; and, the user facility has notified the cdc of this issue. Again, we believe that the root cause transmission for this opportunistic fungus lies not with any issue with the mitek device, but elsewhere. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.